Manufacturer narrative:
(B) (4)..

Event description:
Procedure: esophagectomy. According to the reporter, the staff was unable to attach the orvil anvil with the eea device during the case. The staff used another eea device and was able to continue the case. There was no patient injury reported; however, there was a delay in operating time of one hour. No patient information provided.